Event description:
It was reported that the patient was presented in the clinic after receiving a notification. Upon interrogation, high voltage lead impedance was detected. The patient, who has no history of af, also experienced many ams episodes of short duration. The issue was resolved through reprogramming and the device remains in service.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.